Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: image noise due to cable disconnection. The information obtained from the complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a static image and had image noise. This event occurred during a therapeutic procedure. There are no reports of patient harm.